Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that starting in 2021 or early 2022 pt noticed an increase in symptoms. They increased the voltage and waited to see the effect, then tried 3-4 times to use the programmer to increase again but could not seem to connect. Troubleshooting asked caller to synch the programmer with the pt's ins and caller said they were not with the patient and did not recall what the screen on the programmer showed or looked like when they could not connect. Caller said they have changed the batteries in the programmer. Troubleshooting recommended they call back when together for programmer troubleshooting and also redirected to the doctor. Caller asked about ins battery longevity and agent reviewed lifespan is based on usage and settings. Troubleshooting reviewed if symptoms returned and they suspect the ins battery is depleted: redirected to the doctor. The issue was not resolved through troubleshooting. The caller was redirected to their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and patient representative. Patient said "about 6 months ago" they noticed a return of symptoms and they were unable to connect to ins to increase stimulation. Patient services had patient and patient's husband attempt to connect to ins, patient husband reported they were unable to connect to ins. Patient husband described symbols indicating poor communication. They confirmed programmer batteries were recently changed. Patient services redirected patient to healthcare provider (hcp) to check ins battery. Patient stated they will be seeing a new hcp soon, but did not know the name at this time.